Manufacturer narrative:
Concomitant medical products: product ID :3708140, serial# :(B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708140, serial#:(B)(4), implanted:(B)(6) 2013, product type: extension. Other relevant device(s) are: product ID: 3708140, serial/lot #: (B)(4), ubd: 18-dec-2016, UDI#: (B)(4). Product ID: 3708140, serial/lot #: (B)(4), ubd: 18-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via the manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that the patient complained of a connection issue with the patient programmer. They also reported that they were having to charge their battery more and more often and experiencing burning at the pocket site. They stated that they had pain at the extension connection site as well. It was unknown if there were any factors that contributed to the reported issue. The rep stated that they met with the patient at the doctor¿s office to interrogate their ins and they were unable to connect to the ins while using their tablet. It was reported that ins replacement and possible extension revision was being scheduled. The issue was not resolved at the time of the report. No further complications were reported/anticipated.

Event description:
Additional information was received from the rep on (B)(6) 2020. It was reported that the patient is going to be scheduled for an ins and lead revision, but the date of the surgery has not yet been determined due to suspension of elective surgical procedures. The rep noted the ins was to remain off until further notice. A request was made to the rep to return any explanted device so they can be analyzed when they are available. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.